Event description:
It was reported the radiopaque marker detached from the introducer sheath, but remained on the guide wire, during entry for a biliary drainage procedure. Follow up revealed the pt was heavy set and that the entry site was very fibrous from multiple surgical procedure resulting in insertion difficulties. Retrieval of the detached marker utilizing a catheter was uneventful. Another unit was used to successfully complete the procedure without pt complications. One accustick system was received, evaluated and retained by this MFR. The radiopaque marker was not returned for evaluation. The engineering evaluation indicated the device was bent at a thirty degree angle approximately nine centimeters from the hub. The tips of both the sheath and dilator had tears in one location over one millimeter each. The distal six centimeters of the six french introducer sheath was accordioned to a degree that resulted in a perforation in one location. The original site of the radiopaque marker as well as crimp marks in the sheath material were clearly observed under 10x magnification. Scrape marks were observed on centimeter proximal to the original attachment site. This device displayed characteristics consistent with exertion against resistance. Since co's follow up revealed the entry site was very fibrous and resistance was encountered during this procedure, co believes continual exertion against resistance, along with pt anatomy, were contributing factors to this event.